Event description:
It was reported via product return that during the initial implant procedure of the explanted implantable cardioverter defibrillator on (B)(6) 2015, a cardioversion was performed for an atrial fibrillation the patient had developed. Further information was requested but not received.

Manufacturer narrative:
The device was returned for evaluation without a specific complaint. The device battery voltage was at end of service (eos) upon receipt. Electrical testing was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No other anomalies were found.